Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to the pressure regulating balloon(prb) leaking fluid and recurring incontinence. The procedure was successfully completed. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to the pressure regulating balloon(prb) leaking fluid and recurring incontinence. The procedure was successfully completed. A patient outcome was not reported.

Manufacturer narrative:
D4 model, catalog, lot number updated.